Event description:
Per the clinic, it was reported that the patient developed swelling and crusting at the implant site, and subsequent extrusion of the receiver stimulator through the skin flap. The patient was placed on a course of antibiotics on (B)(6) 2020. The wound was irrigated and sutured closed. The patient continues to be clinically managed by their healthcare provider.